Event description:
The recipient reportedly experienced a bump and redness at the implant site. The recipient was treated with amoxicillin for seven days and discontinued device use. The redness at the implant site has been resolved.

Manufacturer narrative:
(B)(4). The recipient was reportedly treated mid-(B)(6) 2016 (exact treatment dates unknown). The recipient remains implanted and has resumed use of the device. This is the final report.